Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03 november 2023, it was reported that infusion set fell off during use. Patient blood glucose level was 190mg/dl. No further information available.